Event description:
Other tear of medial meniscus, current injury [tear of medial cartilage or meniscus of knee, current] ; other tear of lateral meniscus, current injury [tear of lateral cartilage or meniscus of knee, current] ; device malfunction [device malfunction] ; bilateral knee pain/joint line tenderness [knee pain] ; swelling [knee swelling] ; warmth over the joint of the right knee [joint warmth] ; knee aspirated/15 cc of clear nonpurulent synovial fluid from the right knee [joint effusion] ; walks with a slightly antalgic gait [gait disturbance] ; intermittent low-grade temperature/ low-grade fevers/temperature was 99.6°f [body temperature increased] ; baker's cyst [baker's cyst] ([edema], [strain]); knee and ankle bruising [bruising] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from another health professional. This case involves a (B)(6) female patient who experienced other tear of medial meniscus, current injury, other tear of lateral meniscus, current injury, bilateral knee pain/joint line tenderness, swelling, warmth over the joint of the right knee, knee aspirated/15 cc of clear nonpurulent synovial fluid from the right knee, walks with a slightly antalgic gait, intermittent low-grade temperature/ low-grade fevers/temperature was 99.6 f, baker's cyst and knee and ankle bruising and additionally the event of device malfunction was added. While she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). It was also reported with device malfunction. (Latency: unknown) the patient's past medical history included hypersensitivity, rubber sensitivity, food allergy, drug hypersensitivity and allergy to arthropod sting. Her past medical treatment included synvisc. Her past vaccination(s) and family history were not provided. Concomitant medications included diclofenac sodium (voltaren), levothyroxine sodium (levothyroxine sodium), ibuprofen (ibuprofen), aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]), ergocalciferol (vitamin d), celecoxib (celebrex), amlodipine besylate (amlodipine besylate), vitamin d3 (vitamin d3), ibuprofen (advil) and gabapentin (gabapentin). On (B)(6) 2017, the patient took synvisc dosage 6 ml (lot - 7rsl021, 01-may-2020) via intra-articular route for bilateral knee pain and osteoarthritis. After receiving the injection, on (B)(6) 2017, patient presented with bilateral knee pain. She also reported that she was suffering from swelling. She also complained of having intermittent low-grade temperature. On unknown date, she also reported about warmth over the joint of the right knee. On (B)(6) 2017, due to occurrence of bilateral knee pain, patient's right knee was aspirated and extracted 15 cc of clear non-purulent synovial fluid from the right knee. It was also observed that she walked with a slightly antalgic gait. On the unknown date, patient experienced baker's cyst and it was observed during the MRI of right knee. It was also reported that there was a moderate to large joint effusion with a moderate baker's cyst. Additionally, there was synovial hypertrophy along the lateral gutter. There was ill-defined intermediate signal material tissue as well as a fluid collection between the iliotibial band, lateral patellar retinaculum and synovium of the joint measuring approximately 8x20x27 mm. And the posterior and inferior to there was another fluid collection between the iliotibial band and femur measuring 16x3x23 mm. It could be represented as loculated joint fluid between the areas of synovial hypertrophy, fluid tracking in the lateral synovial recess outside of the joint could be seen in the setting of iliobitial band syndrome. There was a joint effusion and there were fluid collections along the anterior lateral aspect of the knee between the it band and the lateral femoral condyle which might be related to loculated joint fluid and synovial hypertrophy from an inflammatory component to the arthropathy but also could be seen in the setting of iliotibial band syndrome with hypertrophy in the lateral synovial recess. It was concluded that fluid was related to the synvisc injection. On (B)(6) 2018, x-ray of patient was done, and it was observed that, patient experienced other tear of medial meniscus, current injury and other tear of lateral meniscus, current injury for which she got hospitalized and underwent to knee arthroscopy. On (B)(6) 2018, it was also reported that patient continued to have anterior pain. She was also noted with swelling. Cortisone did not provide significant relief. On unknown date, the patient suffered from knee and ankle bruising. Relevant laboratory test results included: anion gap (3 - 11 unk) - on (B)(6) 2018: 12 unk [high]; aspiration joint - on (B)(6) 2017: 15 cm3; bacterial test - on (B)(6) 2018: few unk [present]; blood urine - on (B)(6) 2018: small unk [result: small]; body temperature - on an unknown date: 99.6 f; red blood cells urine positive (0 - 2 /hpf) - on (B)(6) 2018: 3-5 /hpf [present]; red cell distribution width increased (11.5 - 14.5 %) - on (B)(6) 2018: 15.0 % [high]; urine leukocyte esterase - on (B)(6) 2018: trace unk; white blood cells urine positive (0 - 2 /hpf) - on (B)(6) 2018: 6-10 /hpf [present]. Final diagnosis was knee and ankle bruising, moderate baker's cyst, intermittent low-grade temperature/ low-grade fevers/temperature was 99.6 f, walks with a slightly antalgic gait, knee aspirated/15 cc of clear nonpurulent synovial fluid from the right knee, warmth over the joint of the right knee, swelling, bilateral knee pain/joint line tenderness, not applicable device malfunction, other tear of lateral meniscus, current injury and other tear of medial meniscus, current injury. An investigation was initiated because of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Corrective treatment: knee arthroscopy for tear of medial cartilage or meniscus of knee, current and tear of lateral cartilage or meniscus of knee, current; celestone for bilateral knee pain; medrol was used as knee pain. Outcome: recovered for bilateral knee pain/joint line tenderness, intermittent low-grade temperature/ low-grade fevers/temperature was 99.6 f; recovering for swelling; unknown for rest of the events.